Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to experiencing a high blood glucose (bg) level of 700 mg/dl and diabetic ketoacidosis. The customer was treated with intravenous saline and insulin, and was released from the ER 6 hours later with no permanent damage. The cause of the reported issue was unknown. There was no pump or supply issues identified during troubleshooting with tandem technical support.